Manufacturer narrative:
The initial complaint for this report was for leakage. Upon evaluation, the unit was found to have a detachment problem. Device evaluation: tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint. (B) (4)

Event description:
It was reported that there was leakage in dpt..